Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to local lab and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. 2 photos of the device were provided. In one photo the head and liner are assembled, and the other shows them dislocated. The liner shows signs of wear and abrasion from another device. There is also tissue attached. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of constrained liner - dislocated after patient had a fall.

Event description:
Revision of constrained liner - dislocated after patient had a fall.